Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump's alternating current (ac) port was loose. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. There was a tear in the ac port connector. The manufacturer representative replaced the mainboard, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump's power socket was loose and the pump was not alerting when the ac is unplugged. There was unknown patient involvement and unknown patient harm/adverse event reported.